Event description:
It was reported that the balloon of this artificial urinary sphincter exhibited fluid loss. This was confirmed by computed tomography. A revision surgery was performed. Upon explant, residue was noted on the inside of the balloon. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that, although this artificial urinary sphincter was operating, a computed tomography scan identified fluid loss from the balloon. The device was explanted and replaced. It was noted that the explanted device was sticky on the inside. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the cuff, pump, and balloon components of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The cuff was visually inspected. No damage or abnormalities were identified. The cuff passed the leak test. The pump was visually inspected, microscopically examined, and tested for leaks. The pump passed leak testing. Tissue contamination was identified in the pump. The pump was not functionally tested due to the identified contamination. The balloon was visually inspected. No damage or abnormalities were identified. The balloon passed the leak test. The balloon did not pass functional testing due to high pressure. Based on the information available and analysis results, the high pressure of the balloon components could impact the functionality of the system and may have caused or contributed to the clinical observations.

Manufacturer narrative:
Corrected data h10: device evaluation: upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cuff was visually inspected, and no damage or abnormalities were identified. The cuff passed leak testing. The pump was visually inspected, microscopically examined, and tested for leaks. Tissue contamination was confirmed in the pump. The pump was not functionally tested due to the identified contamination. The pump passed leak testing. The balloon was visually inspected. No damage or abnormalities were identified. The balloon passed leak testing. The balloon did not pass functional testing due to pressure higher than specification. No leak was found in the individual components. However, the section between the end of the kink-resistant tubing (krt) of the balloon and the krt of the pump was not returned for analysis. There may have been a window quick connect at this point that was removed prior to return. If so, it is possible that component was the source of the leak, resulting in the fluid loss and pump contamination observed clinically. The silicone shell of the pressure-regulating balloon stretches over time after being conditioned through normal use in the body. It is not likely that the out-of-specification pressure in the balloon, likely due to use, caused or contributed to the reported clinical observations.

Event description:
It was reported that, although this artificial urinary sphincter was operating, a computed tomography scan identified fluid loss from the balloon. The device was explanted and replaced. It was noted that the explanted device was sticky on the inside. No patient complications were reported.